Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of atrial fibrillation (af) and the complained that the implantable cardiac monitor (icm) did not record episodes. The patient was advised to contact their clinic to discuss the device programming. The device remains in use. No patient complications have been reported as a result of this event.